Manufacturer narrative:
The following information has been updated: h.6 investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint samples were from either lots 19096545, 19046550 or 19096546. Further information provided confirmed the flow restriction was identified during infusion attempts through a bayer medrad stellant injection set. Additionally the customer provided a video of the affected sample and set-up; analysis of the video confirmed flow restriction with the maxzero device. Investigation conclusion: additionally the customer provided a video of the affected sample and set-up; analysis of the video confirmed flow restriction with the maxzero device whilst connected to the bayer set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 19096545, 19046550 and 19096546 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. As the connecting product in use at the time of the reported occlusion was not available for investigation, it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months. Root cause description: dhrs for the involved lots: pr lot model qty qn/deviation mfg date 367487 19096545 mz1000 76,800 none 21-sep-19. 19046550 mz1000 76,800 none 23-apr-19. 19096546 mz1000 76,800 none 21-sep-19.

Event description:
It was reported that the maxzero needleless connector had reduced flow with the contrast infusion pump. Additionally, it was reported that the connector had resistance during the "sf0.9%" flush. The following information was provided by the initial reporter: "report of non-conformity regarding bd maxzero when using high flux in contrast infusion pump. Connector failure has been reported, with reduced flow when used in a contrast infusion pump in the tomography sector. Failure reported with different professionals. Also reported, resistance during the flushing of sf0.9%, it is not clear whether a luer lock syringe is used, even after questioning. It was reported the use of equipment set luer lock."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector had reduced flow with the contrast infusion pump. Additionally, it was reported that the connector had resistance during the "sf0.9%" flush. The following information was provided by the initial reporter: "report of non-conformity regarding bd maxzero when using high flux in contrast infusion pump. Connector failure has been reported, with reduced flow when used in a contrast infusion pump in the tomography sector. Failure reported with different professionals. Also reported, resistance during the flushing of sf0.9%, it is not clear whether a luer lock syringe is used, even after questioning. It was reported the use of equipment set luer lock."